Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt a shock sensation every once in a while when he stood up starting in (B)(6) 2017. The patient stated the shock sensation mostly happened after he had been sitting for a while and then when he stands up and takes a few steps he feels like he is being electrocuted from the inside. The patient reported that he has had no traumas or falls reported but he has not worked for the past year and he just went back to work at a grocery store in (B)(6) 2017; the patient stated that he does lift and move a lot of heavy items. The patient stated that he has problems with both sides of his body and the program the patient was on goes to both sides of his body. Troubleshooting revealed that the stimulation was on but the patient stated that he is on the one program that helps both sides of his body so he doesn't want to change to a different program. The patient was directed to their healthcare professional. No further complications were reported/anticipated.